Event description:
Aortic valve surgery using a bovine valve was completed a few years prior. During that surgery the core knot device was used to place valve. Within one year valve insufficiencies were noted with the patient. The patient required another aortic valve replacement and during that procedure it was noted that the core knot fasteners had damaged (perforated) the bovine valve placed previously.